Event description:
Nurse reported to sales rep that when they opened the package, the centralizer was broken/chapped. There were no signs of damage on the outer package.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.